Manufacturer narrative:
The customer reported that because they tested their generator and the central nurse's station (cns) had an ungraceful shutdown which caused a reboot and now the device powers on but is stuck at the cns splash screen. They are using a ups and no other cns had issues. Technical support advised that the issue seems to be from a power concern. Ts explained that raid can be affected by power spikes and reseating the affected drive will resolve the concern.

Event description:
The customer reported that because they tested their generator and the central nurse's station (cns) had an ungraceful shutdown which caused a reboot and now the device powers on but is stuck at the cns splash screen.

Manufacturer narrative:
Additional narrative: on (B)(6) 2017, (B)(6) reported the cns-6201a (pu-621ra sn: (B)(4)) had an ungraceful shutdown, which caused the cns to reboot. The cns powers on but is stuck at the cns splash screen at bios. They have a ups and no other cns was having a problem. The ups appears to be fine but he is unsure if the ups might have a problem with the batteries or not. Service requested: troubleshooting/assistance. Service performed: secondary drive was removed and the cns was able to come back just fine. Secondary drive placed back into cns. Raid was degraded and rebuilding. Nk ts determined both drives appear to be fine. Customer advised that the issue seems to be from a power concern but if it occurs again, it could be the drive was affected physically. Customer to test the ups at a later time to ensure its operability and monitor the raid/secondary drive. Customer was advised raid can be affected by power spikes, and become degraded. Reseating the affected drive usually fixes the concern. Investigation result: the device was put into service on 10/19/2012, which is over 5 years prior to the reported issue. A review of device history found no previously reported issues with power, hdd, or raid for this unit. The root cause is determined to be power issues caused by generator test/ups. This was the only cns experiencing issues, which indicate possible issue with the ups. Information on the age and condition of the ups is not provided. Customer was to test the ups at a later time to ensure its operability. The power failure caused the cns's raid to become degraded. Customer was advised on device functionality and proper action to take to resolve the issue. Issue was resolved by removing and reinserting the secondary hdd to allow the cns to rebuilt its raid. No part was replaced during the process. There were no further reported issues with the unit. This issue is not suspected to be caused by deficient cns design. Correction: approximate age of device: incorrectly calculated. Date received by manufacturer: should be 12/10/2017 not 01/05/2018 as listed on MDR initial report.

Event description:
The customer reported that because they tested their generator and the central nurse's station (cns) had an ungraceful shutdown which caused a reboot and now the device powers on but is stuck at the cns splash screen.